Event description:
The customer reported via phone call that he had two scratches on the lcd screen of the insulin pump. Customer stated that he does not recall how the scratches got there. Customer stated that he can see the screen but would like to get it replaced before it gets worse. Customer mentioned that he had a couple of low blood glucose events as low as 18 mg/dl on (B)(6) 2015, but he did not want to troubleshoot. Customer had a low blood glucose in the 30's mg/dl on (B)(6) 2015. Customer was not hospitalized and treated by drinking orange juice and eating something sweet.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.